Manufacturer narrative:
The device was returned to ivantis and evaluated. Visual, functional, and dimensional inspections were performed on the implant and delivery system. No issues were observed; the device and all components met functional, dimensional, and visual specifications. The microstent was not bent and the reported issue for the device getting stuck during delivery was not confirmed. The cause for the reported issue is unknown. Complaints of this type will be monitored for trends. Manufacturer reference#: (B)(4).

Event description:
On (B)(6) 2020, the surgeon reported that in performing surgery on the patient's left eye the stent was able to be "dialed out" only a third of its full length and then became stuck. The surgeon described using force, which resulted in bending 2/3 of the stent, resulting in a small iridodialysis. The microstent was withdrawn and a new one inserted with no problem. The patient still has hypotony and as a result may require further surgery to rectify. The surgeon provided a final update on (B)(6) 2020 regarding this case. The patient settled after a short course of atropine and the cleft closed. Iop stable around 11 mmhg.

Manufacturer narrative:
The hydrus microstent is being returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Iridodialysis, hypotony, and inability to implant the microstent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent attempted implantation of the hydrus microstent on (B)(6) 2020. The surgeon reported, "small iridodialysis formed as the stent was bent towards the iris root when it got stuck during half way dialing it out. The defective device was withdraw[n] back into the introducer and return[ed]. A new one implanted without any issue. Patient now has low iop due to dialysis after 1 week review." Additional information has been requested.